Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of the atrial lead, the lead dislodged into the ventricle. The physician attempted to revise the lead, but the helix would no longer retract or extend. The lead was explanted and replaced and the patient was in stable condition. Due to the revision of the lead the procedure was prolonged.

Manufacturer narrative:
A complete lead was returned with the helix retracted. The lead failed at hi-pot test due to the inner coil being severely over-torqued inside the connector region. Visual inspection found the helix clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region. After cleaning, the helix was able to extend and retract. The full helix extension measured within product specification. The cause of helix would not extend was isolated with helix being clogged with blood/tissue and over-torque of the inner coil. The stylet could not be fully inserted into the lead due to a damaged inner coil. The cause of the damaged inner coil is consistent with procedural damage.